Manufacturer narrative:
Manufacturing investigation was completed for part: 02.027.202s, lot: 2753936. The product was returned in a packaging different from the original packaging. The laser marking was readable. Strong traces of utilization around the cone and the citrus hole of the shaft were visible. The nail was broken on the position of the citrus hole. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The outer diameter which is relevant for the stability of the product was measured in the region of the breakage, and fulfills the specifications. Citrus hole could not be measured in reason of breakage. The raw material certificates were checked and it was found that the used raw material fulfilled the specification. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The previously performed explant procedure of the pfna blade is captured under (B)(4). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking bolt (part 259.440, lot 8662779, quantity 1).

Manufacturer narrative:
A product investigation was completed: the nail broke through the citrus hole and locking bolt broken off. The relevant dimensions at the fracture zone of the broken article were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance specifications and with the international standards for stainless steel. The both fracture face are homogenous, which indicates material conformity. No manufacturing related fault could be detected. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. It is likely that the pfna - nail (area of citrus hole) and the locking bolt could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role as well. There is no indication that the concomitant device (intact locking bolt) contributed to this complaint condition, also there is no allegation against these devices. The locking bolt shown that the article is in a used condition without heavy damage. The surface of this implant has wear marks it is not possible to determine where it is coming from. It is likely, that this can be traced during removal or a possible instability of the fracture situation. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. It was reported that the nail broke postoperatively, and a revision surgery is needed. Device history records review was conducted. The report indicates that the: part: 02.027.202s lot: 2753936, manufacturing location: (B)(4), manufacturing date: 11. Jul 2011, expiry date: 01. Jul. 2021. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as (B)(6): it was reported that proximal femoral nail antirotation (pfna) broke postoperatively. The nail was implanted on (B)(6) 2015 and a revision is needed. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient suffered a multifragment proximal right femoral shaft fracture with the formation of a comminution zone following a fall. On (B)(6) 2015 the patient underwent an open reduction procedure and a proximal femoral nail anti-rotation with cerclage wiring was implanted. The blade had been removed during a previous revision procedure at the patient's request. The nail was later discovered broken and a second revision procedure was required. Eventually, the patient was supplied with a prosthesis.